Event description:
The customer reported haze/oil mist. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Other, oil mist, unlabeled. The fse replaced the oil mist filter. He ran a test cycle and the unit met specifications.